Event description:
It was observed during the device evaluation, the duodenovideoscope adhesives around both the light guide lens and objective lens at the distal end have a crack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the cracked adhesives around both the light guide lens and objective lens are traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.